Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer further reported that the case on (B)(6) 2016, for which the kit had originally been processed, had to be rebooked. As the kit still had debris after the second clean on (B)(6) 2016, the customer reported that the case was undertaken using a competitor kit.